Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Review of quality records (B)(4).

Event description:
It was reported that noise was observed on the stored egms. The noise caused the device to charge but therapy was aborted. A drop in impedance was also noted. The physician elected to cap the lead on (B)(6) 2010 due to fracture. It was later reported that the system was removed due to infection.